Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting and rapid breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin pen and IV fluids. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that time and date was not correct. Customer was assisted with programming time and date. Alarm history showed a weak signal alarm and call error alarm. Insulin pump failed high pressure test. Customer was advised that insulin pump would need to be replaced.